Event description:
The listed lots of laparotomy sponges are inadequate for use in the operating room. The sponges are in question of being sterile. The sterility indicators have not turned colors on the package. There are several sterile and unsterile items in the same package. Supply office found that subject problem appears to be an isolated damaged packaging incident due to material rendering it non-sterile. The materiel was mfg approximately 6 to 7 years ago.